Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review performed by medtech azm service technician. Autopulse (ap) vision software was used to clear the observed system error. The platform was returned for further evaluation at zoll (B)(4) service depot. During testing of the platform, the reported "system error, out of service, revert to manual CPR" error message could not be duplicated because the system error was cleared by the medtech azm service technician before shipping the platform to zoll (B)(4). The root cause of the reported system error was determined to be due to the brake gap being too wide, out-of-specification, likely attributed to normal wear and tear. The autopulse platform was manufactured in december 2014 and is more than 6 years old, beyond its expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The top cover needs to be replaced to remedy the observed issue. In addition, unrelated to the reported complaint, noticed a cracked front enclosure and the bottom enclosure has multiple cracks at the screw well area. The observed damages appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures need to be replaced to remedy the observed issue. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly needs to be replaced to remedy the ua139 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).

Event description:
During device check prior to the patient use, the autopulse platform sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.